Manufacturer narrative:
The company representative examined the system and was unable to duplicate the customer reported event. The system was then tested and met all product specifications. There are no parts returning for evaluation. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).

Event description:
A customer reported during a procedure the unit would not vacuum. The handpiece and tubing was exchanged, but the issue persisted. There was not enough vacuum in sculpt mode to proceed with the case. The system was exchanged to complete case. Additional information has been requested.